Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73h1800235. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during biliary pancreatic surgery the clip was found stuck and loose after 9 clips were fired, so the hol could not be closed properly.

Event description:
It was reported that during biliary pancreatic surgery the clip was found stuck and loose after 9 clips were fired, so the hol could not be closed properly.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. This was repeated multiple times and no clip fired. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the proximal end of the feeder was bent. The bent rotation tab and bent feeder are both indications that the clips were out of position in the channel and stacking on one another. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips stuck" was confirmed based upon the sample received. One device was returned. The device was received with no clips remaining in the device. The sample was returned with its rotation tab bent and the proximal end of the feeder bent. The bent rotation tab and bent feeder are both indications that the clips were out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.